Manufacturer narrative:
Other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for an unknown dbs therapy it was reported that there were high impedances. The tablet read the impedances as 4971 ohms. The cause was unknown, and the actions /interventions performed to resolve the issue were unknown, but the issue was stated to have resolved. The patient was getting their battery replaced due to normal depletion on their right side, and high impedances were read pre-operatively. The patient and wife had reported good therapy and no loss of therapy. The new generator was placed, and impedances were almost identical to pre-op. No further course of action was taken. The rep called back in and stated that therapy impedances were 2412 ohms with a current of 1.4 ma. There were no further complications reported.